Event description:
It was reported that the patient underwent an initial left hip arthroplasty on an unknown date. Subsequently, the patient was revised due to dislocation. No additional information available for the reported event.

Manufacturer narrative:
(B)(4) d10: unknown liner item: unknown lot: b395730. G2: australia . H6: proposed component code: mechanical (g04) - head. The product was requested but was not returned by the hospital and will therefore not be sent to zimmer biomet for investigation. Once the investigation has been completed, a supplemental MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: a1; a2; g3; h2; h6; h10. The following sections were correct: d1; d4; h6 component. Visual examination of the provided pictures identified the explanted dm bearing and liner, with bio-debris noted to the surface. The part/lot information could not be confirmed for the bearing. The head was disassembled from the bearing and pictures were not provided of it. Part and lot identification are necessary for review of device history records, neither were provided for the bearing. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: non-cemented left hip arthroplasty with hip dislocation. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor trends.

Event description:
No additional information available for the reported event.